Manufacturer narrative:
The picture received shows the needle exposed and the injector still active while it is being disengaged. The picture also shows the grips of the piston out of place. The two samples received (one sealed and another one unsealed and assembly with a c50) show no defects. They were assembled with a protector and there was no needle exposure. Several tests and inspections are performed during manufacturing process to avoid faulty parts. Among others, functionality of the grips and functionality of the injector is verified. It is recommended to carefully follow the instructions explained in the IFU (dgp100 current version). It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. No quality notifications have been found during device history record. Investigation summary: the picture received shows the needle exposed and the injector still active while it is being disengaged. The picture also shows the grips of the piston out of place. The two samples received (one sealed and another one unsealed and assembly with a c50) show no defects. They were assembled with a protector and there was no needle exposure. Root cause description: after the evaluation of the picture and the description of the complaint, it seems that the most possible root cause is a bad handling of the device. Rationale: based on the low severity and frequency of the defect (according to ps-001) and, it was determined that no CAPA is required.

Manufacturer narrative:
Initial reporter's phone: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that the needle of the bd phaseal¿ injector luer n35c malfunctioned and appeared after the drug was given. No serious injury or medical intervention noted. MDR/mpr dt completed: 11/08/2017.